Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly had a deformation upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ultraverse rx dilatation catheter received for evaluation. During visual evaluation, a kink was noted to the distal end of the catheter, a kink was also noted the proximal end of the balloon and inner guidewire lumen. No functional done testing due to the nature of the complaint.therefore, the investigation is confirmed for the reported for the material deformation as kink was noted to the distal end of the catheter and proximal end of the balloon and inner guidewire lumen.a definitive root cause for the reported material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.